Event description:
Bovie pad placed on pt rt thigh for procedure. After the procedure a burn was noticed where the pad was placed. No audible noise during to indicate bad connection. No metal on pt or no wetness where pad was placed.